Event description:
It was reported that a pump malfunction occurred, identified as "malf 9," which was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and after successful resetting, the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support if the issue arose again, which the customer acknowledged and understood.